Event description:
Boston scientific was notified that during an event it was not possible to retract the idc-interlocking detachable coil, although it did not pass the distal tip marker of the tracker-18 microcatheter. The coil was pushed with a guidewire and placed correctly in the pt. According to the physician the coil was already detached with the microcatheter before passing the distal tip marker. No complications with the pt were reported to have occurred as a result of this event.